Manufacturer narrative:
The device was returned to olympus for inspection, and the reported no image failure was not confirmed. Since the device malfunction was not confirmed during evaluation, the definitive root cause of the reported issue could not be determined. However, the following reportable malfunctions were identified during the device evaluation: foreign white objects were found inside the air/water cylinder tube and air/water channel tube. Based on the results of the investigation, a probable cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the gastrointestinal videoscope exhibited no image during reprocessing. There were no reports of patient involvement.